Event description:
While attempting to aspirate the balloon of the maxi ld, the balloon would not cause a vacuum effect and would only inflate. The event occurred during preparation. There were no noted visual defects. A syringe was used to inflate the balloon. Another product was used to complete the procedure.

Manufacturer narrative:
This product is available; however, it has not been received for analysis. Additional information will be provided within 30 days of receipt.